Manufacturer narrative:
Batch review performed on 19 aug 2025 reverse shoulder system 04.01.0212 lat. Glenosphere 42xø27 (k193175) lot 2317720: (B)(4) items manufactured and released on 29-nov-2023. Expiration date: 2028-nov-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved and revised (all batch reviews performed on 19 aug 2025): reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2404202: (B)(4) items manufactured and released on 18-jun-2024. Expiration date: 2029-06-04. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0126 humeral reverse hc liner ø42/+3mm (k170452) lot 2345643: (B)(4) items manufactured and released on 29-feb-2024. Expiration date: 2029-feb-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 11 months from the primary, the patient came in due to instability with the cause unknown. The surgeon revised the glenosphere, metaphysis, and poly. The surgery was completed successfully.